Event description:
Major pump unit(s) involved: external control system failure. Additional text: system controller. Specific component(s) involved: other component malfunction, specify. Other component: system controller alarming. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify